Event description:
Paramedics were called for an unconscious patient. The paramedics tested their blood glucose and received a result of 162mg/dl. The patient was taken to the hospital where their blood glucose was 1500mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.